Manufacturer narrative:
(B)(4). Batch # m54u58. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Photographic analysis: based on the photo evidence of the subject cdh25a device firing, the event description cannot be confirmed - the device does not appear to have been fired completely.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: for clarification, where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? No information were there any staples missing from the staple line? No information, but some deployed staples were unformed. Did the device cut? No information. Was the cut line fully circumferential around the target tissue? No information. If the device fully cut, were all tissue layers present in both donuts when inspected? No information. Who fired the device? The doctor did. What was the users experience with the device? The doctor is familiar with the device. What is the current status of the patient? - no information.

Event description:
It was reported that during a ladg, the doctor felt the firing force was lower than expected when he fired the device on the stomach. At the firing, the adjusting knob was rotated to the end once and then loosed to the next point from the end. The doctor compressed the firing handle until unable to fire further and the device was removed. Some deployed staples were unformed. The site was recut and anastomosed again with another device. There were no adverse consequences to the patient.